Event description:
It was reported that shortly after implant, the patient developed a hematoma. The lead was explanted. Months later, the patient experienced syncope, and a new lead was implanted without complication. The patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.